Manufacturer narrative:
Eval summary: as returned one glenosphere helmet tab is missing and the other tab is partially fractured. The device has an approximate field age of 4 years and 3 months and has been used an unk number of times. This type of failure may occur if the helmet is removed from the glenosphere in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. However, the exact cause analysis cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.

Event description:
It is reported that the glenosphere helmet broke when being removed from pt. The broken piece was removed from the wound with no impact to the pt.